Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the apex catheter was received with blood in the inflation lumen. The inner and outer shafts were buckled 8mm from the bi-component weld to the proximal balloon bond. When positive pressure was applied with an inflation device filled with water, water emitted from the outer shaft. There was a hole in the outer shaft 5mm from the proximal balloon bond. The hole may be consistent with perforation of the shaft wall with the calcified lesion. The analysis results are consistent with the reported balloon burst; though there was no damage to the balloon. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. The 3.00mm x 20mm apex balloon catheter was used to treat the lesion. Upon the first inflation, the balloon ruptured at 11 atmospheres. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.